Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014, 21:35:02. During night drain cycle five, the patient's ultrafiltration reading was 1484ml, indicating the home patient (hp) drained 1484ml more than their maximum programmed fill volume of 2300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The reported issue of the iipv (increased intraperitoneal volume) was verified in the event history log review. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The homechoice passed all returned instrument testing evaluation performed. Upon conclusion of the investigation, the cause was determined to be one or more cycles were advanced to the next fill by the patient when the drain was slow or not flowing above the minimum drain volume threshold. Should additional relevant information become available, a follow-up will be submitted.